Event description:
It was reported that during a breast biopsy, the device was in the safety position when the device self-fired. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues, therefore a device history record and a manufacturing review are not required. Investigation summary: the device was returned for evaluation. The magnum instrument was visually inspected upon receipt and was found to be in poor condition as plastics discolored. The device was tested and passed all functional testing but failed the visual inspection test, results were recorded . This investigation has been determined to be unconfirmed for the device was in the safety position when the device self-fired. The root cause cannot be determined as problem cannot be reproduced. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a breast biopsy that the device was in the safety position when the device self-fired.